Event description:
The manufacturer received information alleging a ventilator's active exhalation valve would not work. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.